Event description:
The event is reported as: complaint alleges: "air leak was found at the cuff check prior to use." No patient injury reported.

Manufacturer narrative:
Visual inspection was performed. From the picture it was observed that the cuff has a hole. Defect reported by customer is confirmed. No other defects were observed. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.